Event description:
On 24-feb-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose levels in the 400 mg/dl range, resulting in diabetic ketoacidosis (dka). The user was admitted to the hospital on (B)(6) 2026, treated with IV fluids and exogenous insulin, and discharged (B)(6) 2026. The user recovered and no long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in dka and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring inpatient treatment and is consistent with the reported administration of IV fluids and insulin. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hyperglycemia beginning after a period of no insulin delivery due to an empty cartridge, followed by continued hyperglycemia after a supply change. This pattern is consistent with ineffective insulin delivery, likely due to an infusion site issue or fluid pathway disruption. Based on available information, the event was attributed to a suspected infusion set¿related issue rather than abnormal ilet device performance. If additional information becomes available, a supplemental MDR will be submitted.